Event description:
It was reported that the patient is chinese tobacco user with a medical history of benign prostatic hyperplasia (bph). A uroflow assessment performed a days prior to the study procedure showed a total voided volume of 155 ml, a post void residual of 0 ml and serum psa level of 2.3 ng/ml. The patient was enrolled in the study and underwent the study procedure. A single fiber was used during treatment. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 368,096j. Two days post procedure, voiding trial was successful. It was reported that two days post the index procedure the patient was noted with unknown symptoms, and eventually diagnosed with uroschesis (urinary retention). Per the electronic data center (edc), the patient was catheterized for the uroschesis. Five days post procedure, the event was considered resolved without sequelae, and the patient was discharged from the medical facility. It was reported that at 6 days post the index procedure, the patient was noted with unknown symptom again and was diagnosed with uroschesis. Per the edc, the patient was catheterized for the uroschesis. The event was considered to be resolved without sequelae 10 days post the index procedure. The investigator assessed device and procedure in relationship to the uroschesis symptom, as probably related.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. The product was not returned for evaluation; therefore, a functional check and initial condition analysis could not be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is (B)(6) tobacco user with a medical history of benign prostatic hyperplasia (bph). A uroflow assessment performed a days prior to the study procedure showed a total voided volume of 155 ml, a post void residual of 0 ml and serum psa level of 2.3 ng/ml. The patient was enrolled in the study and underwent the study procedure. A single fiber was used during treatment. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 368,096j. Two days post procedure, voiding trial was successful. It was reported that two days post the index procedure the patient was noted with unknown symptoms, and per the electronic data center (edc), the patient required medical attention. The patient was diagnosed with uroschesis. Five days post procedure, the event was considered resolved without sequelae, and the patient was discharged from the medical facility. It was reported that at 6 days post the index procedure, the patient was noted with unknown symptom again and was diagnosed with uroschesis. Per the edc, the patient required medical attention for the event. The event was considered to be resolved without sequelae 10 days post the index procedure. The investigator assessed device and procedure in relationship to the uroschesis symptom, as probably related.